Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced to high blood glucose level. The blood glucose level was 598mg/dl. The customer declined troubleshooting for blood glucose. Customer stated that they had damage on o-ring and reservoir stays in place. The insulin pump will be returned for analysis.